Event description:
The charge nurse from the hospital reported obtaining a blood glucose result of 21 mg/dl on the inform ii meter (serial number (B)(4)) compared to the result of 45 mg/dl on the inform ii meter with the unknown serial number. It was reported that both samples were taken at 4:38 pm via a heel stick on a newborn male patient. The nurse also reported that a result of 28 mg/dl was obtained earlier that day on the first meter at 3:10 pm and that a lab was drawn at 3:25 pm and the result was 51 mg/dl. It was not known if all of the results were taken using the same vial of strips or which results came from the vial of strips that the nurse stated was in use at the time of the comparison. The nurse reporting the comparison was not able to provide any information regarding any potential treatment based on the results, or the neonate's current condition since she was not taking care of the neonate. The nurse was also not able to comment on whether there were one or two heel sticks to obtain the samples for the results done at 4:38 pm. There was no adverse event. The return of the suspect product was requested and replacement product was sent. The relevant retention strips (lot 473395) were tested for accuracy. The retention material meets specifications.

Manufacturer narrative:
The customer did not return the strips.